Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. All relevant complaints found were reviewed as part of this investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened on september 3, 2025, to address the reported event. A company representative performed an on-site assessment and was unable to confirm or replicate the reported event. The system was then tested per the service test procedure (stp) and found to meet manufacturer specifications. A clinical review was performed and concluded that issues with interocular pressure could be caused by inadequate irrigation and aspiration flow testing prior to surgery. Based on the results of this investigation, the reported event cannot be confirmed. Per the service record, the company representative found the system to meet specifications per service test procedure (stp). Through investigation of this complaint, it has been determined that the product met specifications. Therefore, no corrective actions will be pursued at this time. The system risk management report (rmr) was reviewed, and the hazards/harms potentially related to the reported event have been identified and mitigated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery with intraocular lens (iol) implantation, the ophthalmic operating system was unable to maintain steady intraocular pressure (iop), causing the patient¿s eye to begin collapsing during viscoelastic removal. There was an imbalance between irrigation and aspiration. The current condition of the patient is unknown.